Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 75 -year-old male of unknown race and ethnicity in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. Upon implanting the 5.5, the patient had sustained ventricular tachycardia/ventricular fibrillation. The patient was shocked 5 times. Then the patient experienced additional runs of ventricular tachycardia and after, the pigtail access was confirmed in the mid left ventricle space. The impella was implanted successfully with proper flows. The device was explanted. Additionally, upon explanting the impella 5.5, multiple clots were noted. The doctor presumed "showering clots". Heparin was given to the patient and a thrombectomy was performed utilizing a vacuum catheter to right axillary artery utilizing same graft from 5.5 explant.

Manufacturer narrative:
The investigation into the thrombus and access site and the vf/vt/af/at (ventricular tachycardia) issues has been completed since the original report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf and the thrombus was not determined.